Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received replace battery now alarm. The customer's blood glucose level was 138 mg/dl and this morning when customer woke up blood glucose was 264 mg/dl. The customer did not receive a low battery alert prior to the replace battery now alarm. The customer states the insulin pump was not dropped. The customer states there were not unattended alarms. The customer states the battery cap was not loose or damaged. Insulin pump will not be returned for analysis.